Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the low voltage 3 conductor was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire became stuck after it was pulled back inside the attempted left ventricular (lv) lead. The wire would no longer advance out the distal tip. A second wire would not advance out of the tip either. A stiffer wire was attempted with the same result. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.